Event description:
Severely burned me/burned herself [thermal burn]. Feel asleep with the wrap on/not used the wrap over a thin layer of clothing (was aware of this) [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity (reported as over 55) started to receive thermacare heatwrap (robax lower back & hip heatwrap), from an unspecified date for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported this is a very dangerous product because it had severely burned her when she had it on an unspecified date with outcome of recovering. She is over 55 and did not use the wrap over a piece of clothing, and she fell asleep with the wrap on with outcome of unknown. She fell asleep around 10:45 pm and woke up around 5:00 am. She was advised that the label indicates to not keep the product on for longer than 8 hours and to use a the wrap over a thin layer of clothing is over 55. She said that she was aware of this information. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event severely burned and device misuse as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the event severely burned and device misuse as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial (B)(6) and 30-day FDA reportability.

Event description:
Event verbatim [preferred term] she is over 55 /feel asleep with the wrap on/not used the wrap over a thin layer of clothing (was aware of this) [intentional device misuse], severely burned me/burned herself [thermal burn], , narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age (reported as over 55) started to receive thermacare heatwrap (robax lower back & hip heatwrap), from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported this was a very dangerous product because it had severely burned her when she had it on an unspecified date with outcome of recovering. She was over 55 and did not use the wrap over a piece of clothing, and she fell asleep with the wrap on with outcome of unknown. She fell asleep around 10:45 pm and woke up around 5:00 am. She was advised that the label indicates to not keep the product on for longer than 8 hours and to use a wrap over a thin layer of clothing for patient over 55. She said that she was aware of this information. According to product quality group: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (19may2016): follow-up attempts completed. No further information expected. Follow-up (07aug2020): new information received from product quality group includes investigation results. No follow-up attempts are needed. No further information is expected.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.